Manufacturer narrative:
There is no indication of any system or component failure, as evidenced by all initial components remaining implanted and in use. There is no evidence of any migration or movement of the implanted components. The discomfort reported by the patient is related to the implanted location of the device.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. After implant, the patient reported discomfort with the location of the implantable pulse generator (ipg) and requested to have it moved. A surgical revision was performed on (B)(6) 2024 to reposition the existing ipg. No components were explanted or replaced during the procedure.